Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that five cannulas from one batch were kinked/bent after insertion. The patient reported that the cannula was kinked and had not been inserted into her body, but was resting on the adhesive patch, resulting in an under delivery of insulin. The patient had an elevated blood glucose level, which rose to 30 mmol/l.